Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system, outflow graft model #: 1125, catalog #: 1125, expiration date: 31-oct-2018, lot #: 0001817177, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 31-oct-2013. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flows and power associated with low flow alarms and a suspected outflow graft (ofg) external compression, obstruction or thrombus. It was also reported that the patient was asymptomatic. The patient received a mini sternotomy to cut open the gore-tex around the ofg. The vad and ofg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) and associated outflow graft were not returned for evaluation. The reported low flow event was confirmed through review of the available autologs report which revealed a sudden decrease in power consumption and estimated flow on (B)(6) 2020 to parameters below normal operating range, with a subsequent return to baseline parameters. 14 low flow alarms were logged since on (B)(6) 2020. Information received from the site indicated that, in addition to low flows, the patient experienced a suspected outflow graft external compression, obstruction, or thrombus. It was also reported that the patient was asymptomatic. Of note, it was reported that the patient received a mini sternotomy to cut open the foreign graft which had been placed around the outflow graft at the time of implant, which corresponds with the return to baseline parameters observed in the log files. Based on the available information, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation and the available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft by the foreign graf t, thrombus at the inflow cannula/outflow graft, and/or poor vad filling. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft 0001817177, h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.